Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012. On (B)(6) 2012, the patient successfully completed their first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2012, the patient experienced an event of asthma exacerbation and was admitted to the hospital. The patient was hospitalized for observation and treatment with IV steroids and bronchodilators in a nebulized form. The event resolved approximately 4-5 days later. While hospitalized, the patient experienced bradycardia (heart rate reported as between 38 and 60 bpm) and hypotension. The patient's hospitalization was extended while tests were performed to determine the root cause of these events, as well as being evaluated for other unrelated findings of thyroid and ovarian masses. The electrophysiology physician concluded that the events of bradycardia and hypotension were due to "mild sinus node dysfunction and some theophylline effect." Electrophysiological studies were negative for cardiac pathology. It was confirmed by the physician that these events were not caused by the bt procedure. The patient was discharged from the hospital on (B)(6) 2012. **update (B)(6) 2012** follow-up visit on (B)(6) 2012 revealed that the patient is reported as "feeling better" and her lungs are clear. It was reported that she will be going for thyroid surgery for the unrelated finding of thyroid mass that had been discovered during her hospitalization.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012. On (B)(6) 2012, the patient successfully completed their first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2012, the patient experienced an event of asthma exacerbation and was admitted to the hospital. The patient was hospitalized for observation and treatment with IV steroids and bronchodilators in a nebulized form. The event resolved approximately 4-5 days later. While hospitalized, the patient experienced bradycardia (heart rate reported as between 38 and 60 bpm) and hypotension. The patient's hospitalization was extended while tests were performed to determine the root cause of these events, as well as being evaluated for other unrelated findings of thyroid and ovarian masses. The electrophysiology physician concluded that the events of bradycardia and hypotension were due to "mild sinus node dysfunction and some theophylline effect." Electrophysiological studies were negative for cardiac pathology. It was confirmed by the physician that these events were not caused by the bt procedure. The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.